Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was not maintained due to perforation of the forceps channel, watertightness was not maintained due to holes in the insertion tube, the bending angle was insufficient due to elongation of the angle wire, the image guide bundle was broken, the coating on the image guide coil was peeling off, watertightness of the digital camera was not maintained, and scratches were found on the insertion part corrugated tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the airway mobilescope had a pinhole in the tip. Inspection and testing of the returned device found the coating was peeling off the flexible tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 08nov2022: the event was found during reprocessing.